Event description:
A malfunction code appeared on the customer's pump, identified as malf 16, and continued to recur even after resetting attempts. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided through a pump reset procedure but since the issue persisted, it was decided that the pump would be replaced. The customer was informed about using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Comprehensive instructions were given regarding the return of the faulty pump, which included placing it in storage mode and using a prepaid label for return within ten days.